Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rezl1760 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during PICC insertion, a patient allegedly experienced facial flushing lasting approximately 30 seconds, difficulty taking a full breath, stomach warmth, and abdominal discomfort. Entire reaction resolved in approximately 5 minutes. Oxygen was applied during reaction and vital signs were stable throughout reaction. Patient stated that she "felt completely normal" after approximately 5 minutes. PICC was left in situ in patient.